Manufacturer narrative:
This report is being submitted to correct the outcome attributed to adverse event (b2) and relevant test/laboratory data (b6) in section b.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced headaches, dizziness, and fatigue wherein he went to the emergency room (ER). A computed tomography (CT) image taken did not reveal any anomalies. Patient was discharged from ER several hours later. It was noted that the patient advocate made adjustments to stimulation wherein within a month began to experience issues. Additionally, it was noted that patient has had other medical issues not related to dbs such as sinus infection and infected root canal. The device remains implanted and continues to deliver therapy. No additional adverse events have been reported since the incident. Additional information was received that the patients reported headaches, dizziness and fatigue were not related to dbs device. The physician's assessment was that the patient's symptoms were probably related to her body fighting the recurrent oral infections due from multiple infected root canals. The physician made stimulation amplitude changes, and no further course of action will be needed. The patient is doing fine. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced headaches, dizziness, and fatigue wherein he went to the emergency room (ER). A computed tomography (CT) image taken did not reveal any anomalies. Patient was discharged from ER several hours later. It was noted that the patient advocate made adjustments to stimulation wherein within a month began to experience issues. Additionally, it was noted that patient has had other medical issues not related to dbs such as sinus infection and infected root canal. The device remains implanted and continues to deliver therapy. No additional adverse events have been reported since the incident.